Event description:
Per independent repair center statement, the unit had low o2 or yellow light. The key failure was the valve operator not shifting. Additional malfunctions was the power switch had a short circuit.